Manufacturer narrative:
H6: investigation summary one photo was provided to our quality team for investigation. Through visual inspection, it was observed that the sample was lying flat and partially filled with an unknown yellow liquid. No other visual defects were observed in the photo. No material used in our manufacturing process is known to cause this type of reaction with sterile water. Potential root cause for the discoloration condition cannot be attributed to the syringe manufacturing process or materials used in it. It is possible certain conditions outside the manufacturing environment contributed to the complaint condition. A device history record review was completed for provided lot number 1201908. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that the bd¿ slip-tip syringe ns experienced a discoloration of the solution after it was mixed. The following information was provided by the initial reporter: uses sterile water to fill the syringe but, in this occasion the water turned yellow in field.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na the customer's address is unknown:  new jersey (nj), USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ slip-tip syringe ns experienced a discoloration of the solution after it was mixed. The following information was provided by the initial reporter: uses sterile water to fill the syringe but, in this occasion the water turned yellow in field.